Event description:
Reportable based on device analysis completed on 13oct2022. It was reported that the device was unable to cross. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure. However, device analysis revealed that blade segments were missing.

Manufacturer narrative:
Initial reporter city-(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. Blades were present on the balloon surface however the following blade damage was noted on two blades: blade 1: distal segment missing with no damage noted on the pad. Blade 2: a 1 mm portion of the distal blade segment was missing. No damage was noted with the pad of the blade. A visual and tactile examination found no kinks or damages on the hypotube. A visual and tactile examination found no damage along the shaft polymer extrusion. An examination of the tip section identified no issues. A visual and microscopic examination found no issue with the marker bands.